Event description:
It was reported via phone that the prongs of the patient's transmitter had melted. The transmitter was replaced. There were no consequences to patient.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.